Event description:
It was reported a clearlink system continu-flo solution set leaked. Furthermore, the IV tubing broke resulting in a leak. The location of the leak was observed at "the upper chamber past the tubing spike". The nurse was "unsure if it came from the drip chamber or a connection piece of the spike and drip chamber". The event occurred during total parenteral nutrition (tpn) infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the event occurred in critical care. The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. Visual inspection revealed that the tubing was incorrectly assembled into the drip chamber. The tubing was twisted at the insertion point into the drip chamber. Pressure testing and clear passage testing were performed, and a leak was observed from the sample due to the incorrect assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.